Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the svc (superior vena cava) defibrillation coil was beyond the expected upper range. Analysis of the device memory indicated the impedance on the rv (right ventricular) defibrillation coil was beyond the expected upper range. On (B)(6) 2015, rv coil impedance measured 168 ohms and is variable. On (B)(6) 2015, svc coil impedance spiked to 236 ohms and is variable.

Event description:
It was reported that the patient's right ventricular (rv) lead triggered an alert. The lead exhibited high and varying high-voltage (hvb) and superior vena cava (svc) impedance values and contains a possible rv-coil fracture. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant medical products: 5076-58 lead, implanted: (B)(6) 2009. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.